Event description:
It is reported that during a surgery procedure the surgeon observed that the rod couldn't be fixed into the screw, as specified. Although full tightening of the screw a part of ployaxiality still remains. A replacement was available to complete the surgery

Manufacturer narrative:
Method: visual analysis, functional analysis, device history review, complaint history review, risk assessment. Result: the screw was inspected and there was some debris and deformities. This did not affect the performance of the device during functional inspection. The device functioned as expected and the reported complaint could not be duplicated. No relevant manufacturing issues were identified as all units met stryker specifications. Conclusion: root cause could not be definitively determined as the reported complaint could not be confirmed as the device was found to be fully functional.

Event description:
It is reported that during a surgery procedure the surgeon observed that the rod couldn't be fixed into the screw, as specified. Although full tightening of the screw a part of polyaxiality still remains. A replacement was available to complete the surgery